Manufacturer narrative:
The product was not returned for evaluation. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with the handpiece. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not approved for the les/monarch/combination used. Due to differing viscosities, the use of an unqualified viscoelastic may result in delivery issues and/or damage. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure , the trailing haptic was partially amputated. During removal of the iol, iris bleeding and vitreous local occurred. An anterior vitrectomy was required. An unapproved viscoelastic was reported to have been used during the procedure. Additional information has been requested.